Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with glucagon. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia following a supply change, during which multiple infusion set changes were logged in a short time frame, suggesting a possible use error during the first supply change after training that may have resulted in unintentional insulin delivery. In addition, a meal was announced while cgm glucose was already low, which likely contributed to the severity of the hypoglycemic event. Based on available information, the event was attributed to use-related therapy management factors, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 19-jan-2026, it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl following recent initiation of ilet therapy and a supply change. The user was admitted to the hospital, treated with glucagon, and discharged (B)(6) 2026. No long-term health effects were reported.